Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. Analysis revealed the right ventricular setscrew was stripped and contained septa material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the implantable cardioverter defibrillator set screw failed to tighten on the competitor lead. The device was explanted and replaced. The patient was in stable condition.